Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was returned for evaluation. A visual inspection and functional test were performed with no issues noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
A company representative reported a connection issue with a minicap. The representative stated that a patient had a loose connection when they connected their minicap to the transfer set. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.